Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Manufacturer narrative:
Additional FDA coding being added after investigation of device. Adding additional health effect - clinical code 1930. This is a follow up report to add this additional code. Adding implanted date on (B)(6) 2023 and adding explanted date on (B)(6) 2023. This is a follow up report adding this additional information.

Manufacturer narrative:
Device received for this event is being corrected from astratech impl ev 3.6s 9mm os catalog#: 26312 to astratech impl ev 4.2s 8mm os catalog#: 26321. This is a follow up report for this corrected information.